Event description:
The customer reported bellavista1000e us having decommission error pop up on the screen. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: vyaire medical did not received the suspect device for evalution. However, log file analysis tool has been utilized. It was determined that this is a known non-reproducible bug in the wpf (windows presentation foundation) input sub system. This is not critical as the issue can only appear during start up. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.